Event description:
Per the clinic, the patient experienced an infection at the implant site exposing the receiver/stimulator (date not reported). Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.